Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump received power error detected alarm. The customer¿s blood glucose level was 367.2 mg/dl at the time of the incident. The customer reported that the power source in the pump was unable to charge pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.